Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device disposable light was alarming. The issue occurred out of box.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. D9. Date returned to mfg: 22-jan-2025. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Problem was verified at temp check due to heat exchange interlock assembly being broken. Replaced heat exchange interlock assembly. Device will be converted into a loaner. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.